Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted an increased sensitivity of the jaw to produce regrasp alarms. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results and the device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone and no electrical or wiring issues were found. It was reported that the device did not seal the vessel. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device activated an alarm. The reported issue was confirmed. The most likely root cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the handpiece had sealing defect at the beginning, then had regrasp alarm frequently. Activation tone heard and there was energy delivery, end tone was also heard. They used another similar device and it worked successfully. There was no patient injury.